Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon device interrogation, premature battery depletion was observed. Device was explanted and replaced. Patient condition was good.